Manufacturer narrative:
This supplemental report is being submitted to provide patient information. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this device entered safety mode and was explanted and replaced. A replacement device was successfully implanted. No additional adverse patient effects were reported. The device is expected to be returned for evaluation.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this device entered safety mode and was explanted and replaced. A replacement device was successfully implanted. No additional adverse patient effects were reported. The device is expected to be returned for evaluation.